Event description:
Patient underwent a laparoscopic sigmoid colon resection and a previous lap band procedure at another facility some years previously. The patient returned to surgery for a small bowel obstruction, during which a retained object appearing to be a sponge portion of the trocar was discovered. This object was successfully removed without complication and was retained by the facility.